Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
Review of the device history records were reviewed with no deviations or anomalies identified. This device is used for treatment. A field action was conducted on february 19, 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The previous investigation determined that the likely root causes for the higher than anticipated complaint rate is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. With the information available, root cause is design issue.

Manufacturer narrative:
Concomitant medical products: 42522000510, persona articular surface, lot 62280963; 42502206202, persona femoral component, lot 62427443. Update received via primary and revision operative notes. The primary operative notes provided confirm that the patient underwent right total knee arthroplasty. Review of primary operative notes does not indicate root cause. Range of motion and stability were re-checked and found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella using a no-thumb technique. The patient underwent a manipulation on (B)(6) 2013 for arthrofibrosis. Prior to the manipulation, the patient had 95 degrees of flexion and after the manipulation the patient had 135 degrees of flexion. The revision operative notes provided confirm that the patient underwent revision for mechanical loosening and for the recalled tibial component. During the surgery it was seen that femoral and patella component was well fixed and there were no signs of infection seen. The tibial component was removed and 50% of the backside of the tibia appeared to have fibrous ingrowth and 50% bony ingrowth. The additional information does not change the previously established root cause which is tied to the design of the device.